Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that the patient's infusion set's tubing got disconnected from the site connector. The site location was the patient's abdomen and the pump was located on the belt. The infusion had been used for one day and they were properly stored. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.